Event description:
It was reported that the customer was hospitalized with hyperglycemia, (B)(6) 2015, with a blood glucose value over 600 mg/dl leading up to the hospitalization. Reported that the infusion set fell out of the customer's body. During troubleshooting the insulin pump apparently worked as designed, but the infusion set cannula was found to be bent. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. Tape was also found sticking to the customer's serter, so it was advised to clean serters in the future. Customer will monitor situation. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.